Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The consumer reported the cause of the peritonitis was due to diet, however, no further details were provided. The patient was hospitalized for the peritonitis for two months (dates unspecified). Pd therapy was ongoing during the hospitalization. On unreported dates, the patient began intraperitoneal treatment for the peritonitis with unspecified drugs, added to dianeal (doses and frequencies were not reported) and the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.